Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported "system error 105", but could not reproduce failure. Further investigation found impact evidence on the processor board shielding tape and back flex. This evidence plus cracking in the rear case, at the pole clamp bracket, and a dent in the front case are evidence of a pump impact. A pump impact would cause an ec 105. The front and rear cases were replaced.

Event description:
It was reported that a device displayed a "system error 105" message. It was also reported there was no pt involvement.